Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. Device analysis revealed that the catheter was inside the sheath, it was impossible to remove the sheath from the catheter due to twisted tip (electrode area) of the catheter. Electrical test cannot be performed due to the conditions of the sample electrodes area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that removal difficulties occurred. The ablation procedure was indicated due to atrial fibrillation. An orbiter pv 7.5f,105cm,14e,5mm catheter was able to be successfully used in the procedure. When removing the orbiter pv catheter, the physician found it was not possible to get the catheter out of the sheath. After some maneuvering, the physician was eventually able to remove the catheter and sheath from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The ablation procedure was indicated due to atrial fibrillation. An orbiter pv 7.5f, 105cm, 14e, 5mm catheter was able to be successfully used in the procedure. When removing the orbiter pv catheter, the physician found it was not possible to get the catheter out of the sheath. After some maneuvering, the physician was eventually able to remove the catheter and sheath from the patient. No patient complications were reported.